Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 1 month ago. Aneurysm morphology was not reported. The subclavian artery was large. It was reported that after the stent graft was deployed an apex of one of the bare springs landed in the ostium of the subclavian artery. This was due to the size and location of the subclavian artery. The physician decided to not intervene as there was a good proximal seal. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: positon and size of the subclavian artery. Conclusion: position and size of the subclavian artery.